Event description:
On (B)(6) 2018, elevated ldh was noted with transient increase in power from 6-7 watts to 7.7-7.9 watts. He was asymptomatic and had no alarms. Logfiles analyzed by (B)(4) showed no remarkable findings except that the patient was sleeping while connected to batteries instead of the power module. The event occurred at home and was noted by remote monitoring. The patient was admitted to the hospital for further evaluation and monitoring. He was initially treated with high-dose heparin infusion. As the pump thrombosis worsened, he was treated with tpa, and eventually required pump exchange on (B)(6) 2018.